Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. A visual inspection of the returned device revealed that the pebax separated from the flare of the teflon coating exposing the corewire. No portion of the pebax detached from the corewire. Only a separation between the tip and flare occurred. The exact root cause and/or circumstances under which the failure occurred can not be determined at this time based on the complaint information and the evidence presented by the incident device. There were no anomalies noted with the wire that may have caused or contributed to the final failure of the wire.

Event description:
It was reported to boston scientific corporation in 2007 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient the same day (patient weight unknown). According to the complainant, when the physician opened the jagwire some of the coating on the tip was missing. Another jagwire was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.